Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump display screen went blank after the pump vibrated and beeped 3 times. The reporter indicated that the display screen came back for about 12 hours after replacing the battery but then the issue recurred. The reporter confirmed that there was no known trauma to the pump and no moisture exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing the pump powered on to a fully functional display screen. The complaint of the blank display screen was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.